Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During procedure, insulation damage on the right atrial (ra) lead was observed. All electrical measurements were normal and stable. The ra lead was capped and replaced. The patient is in stable condition.